Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes foreign matter- hair was found inside 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital, a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes foreign matter- hair was found inside 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The evaluation of the photo revealed the presence of foreign material, appearing to be hair, on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.